Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on october 3, 2024. Block h10 and block h11 have been updated based on the additional information received on october 7, 2024. Block h11: additional information received on 07oct2024 confirming that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2024-04825 is a duplicate of report number 3005099803-2024-04924. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2024-04924.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, it was noticed that the band could not be deployed as the physician rotated the handle unit. It was also reported that the band ruptured. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that "the physician retracted the trip wire until ligating unit contacts tip of the endoscope, and then locked down trip wire in slot, and the physician did not pull trip wire after locking it; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, it was noticed that the band could not be deployed as the physician rotated the handle unit. It was also reported that the band ruptured. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.